Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patients left eye (os), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to patient experienced a refractive surprise. The lens was replaced with a same length but different model and power lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found no visible damage to the lens. Dimensional and refractive verification were performed and the lens was found to be in specification. (B)(4)